Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported failure mode. The instrument was placed on in-house da vinci robot system to perform a latex cut test. The mcs instrument cut clean through (B)(4) latex. The blade edges were neither damaged nor dull. Instrument passed electrical continuity test. Additional observation not reported by site was pad printing removed. Failure analysis concluded that damage was likely due to improper cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a reportable event; however, the pad printing damage found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the customer reported that the monopolar curved scissors instrument would not cut. No patient harm, adverse outcome or injury was reported.